Event description:
Boston scientific received information that this patient had severe tricuspid regurgitation and an extremely large right ventricle. As a result this lead dislodged. This lead was explanted as the patient required a longer lead. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The complete lead was returned and visual observation noted dried body fluid through out the lead. The lead met specification through analysis and the allegation could not be confirmed through analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.